Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During the procedure, the instrument fractured off into the patient's femur and was removed before completing the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The proximal end of the drill bit has fractured off; therefore the complaint is confirmed. There are scratch marks at various places along the body of the drill bit, and the lot number could not be deciphered from the device. Dimensional analysis was performed and product was found conforming to print specification. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history by part number determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.